Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted coagulated blood on both ends of the dialyzer between the screw flange and the potting cut surface. Blood was also noted outside of the fiber bundle within the bell-housing/inferior side of the polyurethane (pu). Gross visual examination of the complaint device did not identify damage or irregularities. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed, possibly due to coagulated blood. During destructive disassembly, the bundle was removed from the dialyzer housing and submerged in a water bath while compressed air pressure was allowed through the fiber bundle incrementally from 4.0 to 15.0 psi. The investigator was able to detect a single stream of air bubbles escaping from within the fiber bundle at the previously described coagulated blood location in the dialysate compartment of the bell housing. The investigator was not able to locate the leaking fiber. Further examination did not identify any damage or irregularities; no kinked, looped or damaged fibers were noted. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath revealed a stream of air bubbles at the location of coagulated blood. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 40 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used and positively confirmed the presence of blood. Blood was not visually observed and no dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 8 ounces. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.